Manufacturer narrative:
B3. Date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that a cadd solis displayed the error code 41622 and unable to perform priming. This error code is indicative of a potential problem with motor timeout error or internal mechanical/electrical breakdown. There was no patient involvement.

Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The service history review was performed, and it was confirmed that there was no previous repair noted. The alarm with error code 41622 was confirmed in the logs and during functional testing. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty cam shaft sensor which was not correctly reading the position of the cam shaft and was then replaced.